Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4) ) displayed tcmid:04 (ce response timeout) error message on the display panel screen was confirmed during event log review and internal visual inspection. The root cause of tcmid:04 error message was found out to be due to a bad contact at the I/o board likely caused by wear and tear. The thermogard console is a reusable device and was manufactured on december 2013. The device has been operating for 7 years and has exceeded its expected serviceable life of 5 years. The event log was reviewed and confirmed the occurrence of the tcmid:04 error message on the customer reported event date. Visual inspection was performed and unrelated to the reported complaint, noticed broken top lid, likely caused by user mishandling. Top lid needs to be replaced. During internal visual inspection, bad contact on the I/o board connectors was observed. The I/o board connectors were cleaned to remedy the tcmid:04 error message. The thermogard xp ivtm system passed the initial functional testing after cleaning the connectors. Preventive maintenance was performed on the console. The coldwell assembly, air filter and white roller guides were replaced due to wear and tear. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm console serial number (B)(4).

Event description:
The thermogard console (sn (B)(4) ) displayed tcmid:04 (ce response timeout) error message on the display panel screen. Patient use information was requested but no additional information was provided, therefore patient use is unknown.